Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection, the stapler was able to fire but there was an incomplete staple line distally. It was also stated that the tip of the cartridge was bent and the staplers fell into the patient¿s cavity and were also removed. They replaced the device to complete the case. There was no patient injury.